Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/15/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:evaluation revealed that the battery compartment was cracked at the threads. The battery cap threads were also found to be damage/stripped. The battery cap was not able to be secured appropriately to the battery compartment. The battery cap contact height was found to be out of the required specifications. Unrelated to the complaint, evaluation revealed that the display was dim/fading and discolored.